Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The setup joint (suj) was analyzed and found to trigger errors via system logs. However, the issue was not replicated on the in-house system.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that a da vinci-assisted clinical sales manager (csm) called in from offsite to report universal surgical manipulator 4 (usm) issues. The customer emailed the csm to inform that usm 4 was experiencing a malfunction and was not functioning as it should. This was causing a significant disruption to the operations. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs for yesterday with no errors noted. The procedure was completed as planned with no reported injury. Tse explained customer that the 32100 error is related to arm 4 shoulder brake current. And the issue may be related to the arm 4 shoulder harness. Isi followed up with the reporter and obtained the following additional information: the issue was identified during the procedure. The ports were placed prior to the issue being identified. Ports were placed prior to the issue being identified. The system functionality was checked upon powering the system, and it powered on without errors. The isi technical support was contacted for troubleshooting. Troubleshooting was completed but the issue was not resolved. The procedure was continued with 3 arms and laparoscopy support by the assistant surgeon. The surgeon disabled the arm due to the issue. There was no injury to the patient. There was a delay in the surgery because of this issue. The issue caused a delay between 15 to 30 minutes which did not occur during a critical step of the procedure.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found the set up joint (suj) was nonresponsive and replaced suj4 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.